Manufacturer narrative:
(B)(6) 2021 device explanted. We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected. The inspection revealed that the clinical observation resulted from a battery voltage lower than expected. The current consumption was normal and as expected. Based on the information available for analysis, the root cause of this observation was not determinable. An analysis of the device itself would be required for further information regarding the root cause. A damage of an electrical component cannot be excluded. Please note that, as the biomonitor 2-af cannot deliver therapies, a potential damage of the device does not represent any risk for the patient. However, we recommend to replace the device and to return it for analysis to biotronik. Of course, the patients individual circumstances and medical judgment determine the ultimate decision about patient care. Our recommendation is purely based on a technical assessment. Should the device itself become available, this investigation will be updated.

Manufacturer narrative:
(B)(6) 2021 device explanted. The device was received and analyzed. The memory content of the device was inspected, showing a normal device function while implanted and in service. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected. The inspection revealed that the clinical observation resulted from a battery voltage lower than expected. The current consumption was normal and as expected. Based on the information available for analysis, the root cause of this observation was not determinable. An analysis of the device itself would be required for further information regarding the root cause. A damage of an electrical component cannot be excluded. Please note that, as the biomonitor 2-af cannot deliver therapies, a potential damage of the device does not represent any risk for the patient. However, we recommend to replace the device and to return it for analysis to biotronik. Of course, the patients individual circumstances and medical judgment determine the ultimate decision about patient care. Our recommendation is purely based on a technical assessment. Should the device itself become available, this investigation will be updated.

Event description:
It was reported that this ilr could not be interrogated. An ram dump was taken and data analysis could not rule out a device malfunction. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.